Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing on 13 january 2021 was found adapter gives intermittent power on the device. The cause was identified to be a failed alternating current (ac) adapter which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, was found adapter gives intermittent power on the device. No additional information is available.